Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the unit turns off after a discharge. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor board. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this power board. The power pca and processor pca were replaced to resolve the reported symptom. We are unable to determine the cause of the reported symptom as multiple parts were replaced. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted. .